Event description:
While opening the package, the size of the cup was different from the size indicated on the outer label of the package.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. The labeling stored in the DHR were verified. They were totally consistent with the designation and the lot of the returned product. Product analysis: the visual analysis of the returned product shows a product in conformity with its designation and the lot. The packaging was not returned, as a result the size indicated on the packaging could not be verified. A sample of the product (same reference and lot number as the implicated product) was retrieved from depuy france warehouse and verified. The product was in conformity. The size indicated on the packaging was consistent with the size indicated on the labels and the product. Based on the above elements, the need for corrective action is not indicated. We close this complaint as undetermined and will re-open it if any relevant information is received.